Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by not inserting the implant co-axial to the pilot hole, prying/leveraging, the use of excessive force and/or improper bone prep. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.

Event description:
It was reported that a 3.5mm corkscrew suture anchor was used for an ankle procedure. The tip of the anchor broke at the beginning of the procedure. Follow-up investigation: the tip that broke off and remained in the patient was approximately 1mm in size and was countersunk in the hole. The surgeon drilled a new hole more posterior than surgeon would normally chose and inserted another manufacturer's metal anchor to complete the procedure. The main portion of the broken screw was discarded by the facility. No x-rays were taken.